Manufacturer narrative:
A2. Only the year of patient's birth was reported to medtronic, therefore, only the year of the reported birthdate is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that imaging 24 hour post procedure showed a subarachnoid hemorrhage (sah). The patient's baseline nihss was 12, which changed to 1 on nov-8. Further information was unavailable at the time of the report. Additional information received clarified that the patient had a sylvian subarachnoid hemorrhage. As a result of the issue the patient was hospitalized for 9 days, and is currently recovering/resolving. It was noted that the issue was probably related to the extraction of the thrombus. Additional information received indicated no intervention was taken for the issue. Vessel tortuosity and preparation per instructions for use (IFU) is not collected as part of clinical trial. Information was updated to state there was no hospitalization as a result of the event. Additional information received reported that images for the procedure showed evidence of perforation and subarachnoid hemorrhage. Additional information received reported a phenom 21 microcatheter was used in the index procedure and could not be ruled out by the sponsor as potentially related to the sah event.